Event description:
Nurse reported the customer was hospitalized for low blood glucose levels. Many boluses were found in the insulin pump history, as well as a very high basal rate setting. Customer's wife stated the customer has mental problems but has not been diagnosed. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.